Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2017) is known. Additional information: the nurse who is part of the hospital's death analysis commission contacted the sales rep by phone to get a technical information about the staplers. The doubt referred to the need of performing a suture after a stapling. The sales rep. Answered saying that suturing after a stapling should be decided by the doctor at the time of surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any pre-op chemotherapy or radiation? What was the condition of tissue at the time of the procedure? On what structures was the device used? What color cartridge was used? Was there any issue with device performance or staple formation in the preliminary procedure? Could you please provide a post operative timeline which ultimately led to the patient¿s demise? Was an autopsy conducted? If so, are the results available? Would the surgeon be interested in speaking with ethicon engineering and medical personnel?

Event description:
It was reported that during a retrosigmoidectomy procedure, the nurse reported that the patient died and as a result of the investigation, it was concluded that the suture should have been performed on top of the staple line. The patient had a dehiscence and already presented several pathologies.

Manufacturer narrative:
(B)(4) additional information was requested and the following was obtained: what were the indications for surgery? Low gastrointestinal bleeding . Did the patient receive any pre-op chemotherapy or radiation? No. What was the condition of tissue at the time of the procedure? Normal. On what structures was the device used? Intestinal loop. What color cartridge was used? Blue. Was there any issue with device performance or staple formation in the preliminary procedure? No. Could you please provide a post operative timeline which ultimately led to the patient¿s demise? No. Was an autopsy conducted? If so, are the results available? No. Would the surgeon be interested in speaking with ethicon engineering and medical personnel? No. When did the surgical procedure occur? (B)(6) 2017 . Date of death? (B)(6) 2017. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the post operative issues experienced by the patient related to bleeding post operatively or an anastomotic leak? Was this information obtained from the surgeon directly or the sales rep? Is the sale rep able to provide any kind of timeline or course of events which led up to the patient¿s death?

Manufacturer narrative:
Corrected data: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. There was no reported quality issue in the primary procedure and the surgeon confirmed the j&j product used was not the responsible for the event. Additional information received: were the post operative issues experienced by the patient related to bleeding post operatively or an anastomotic leak? Yes but the customer makes it clear in the previous email that there is no connection to the stapling failed. I do not have the detail of the information only that a bleeding occurred. Was this information obtained from the surgeon directly or the sales rep? Sales rep. Is the sale rep able to provide any kind of timeline or course of events which led up to the patient¿s death? I do not have this information. Do you know if the patient experienced bleeding or if they had a bowel leak? - no sales rep informed us that the surgeon doesn¿t want to provide additional information about the event and affirmed that the j&j product used was not responsible for the event. The sales rep. Talked with the nurse. All information provided now and previously is directly received from the nurse. After that, the sales rep. Informed that the hospital doesn¿t want to give more details, since the surgeon has affirmed that the j&j product was not the cause.